Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic right upper lobe excision, on right upper lobe artery, the surgeon was not able to squeeze the handle and the device did not fire. They installed the reload correctly to deal with blood vessel, pressed the green button, but the reload was unable to fire. They replaced new reload, still was unable to fire. They replaced the third reload and the third one could be fire. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.